Event description:
A director of surgery reported five pts who experienced minor inflammation and redness ten weeks following intraocular lens (iol) implant surgery. The surgeon reported the inflammation was low level inflammation that started about 6-8 weeks after surgery and had little response to drops. There was no decrease in vision associated with the inflammation, no corneal edema, and all cultures came back negative. The surgeon further stated that he feels that the inflammation is more likely related to facility issues because he performs surgery at another facility and has not had this problem there. The cause of the event is not known. Additional information has been requested. This report is for the third of the five pts.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/17/2008, 12/19/2008, 01/02/2009, and 01/06/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 01/09/2009.